Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2 and h6 (component code, clinical code, type of investigation, investigation findings and investigations conclusions). Additional h6 type of investigation code: analysis of images. H11: additional manufacturer narrative: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with objective evidence for the images provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests imaging related factors likely contributed to the event. Per information provided, both devices were implanted with adequate leaflet insertion and one day after the procedure two sldas were detected. No anatomical or procedural complications were reported. As per the imaging evaluation, there were imaging issues during the intervention, the image quality was poor and the view planes inadequate. Both devices were possibly attached to the septal chordae rather than the septal leaflet tissue, subsequently leading to the sldas. Therefore, the most likely cause of this event is due to operational context. Since no edwards defect was identified, corrective or preventive actions are not required.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is MDR 2 of 2 for this event.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in tricuspid position. On post operation day (pod) 1, two single leaflet device attachment (slda) occurred. Patient had severe functional tricuspid regurgitation (tr). During and post implantation there were no device issues recorded and no anatomy or procedural complications. Both pascal implantations had very good results with very good leaflet insertion and tr immediately after index procedure decreased to trace. Very good leaflet insertion on the septal side with grasping up to the hinge points was reported. During a transesophageal electroechography (tee) follow up, both slda were detected as devices were visible detached from septal leaflet and tr became severe again. The final outcome of the patient was stable condition, and no reintervention was planned.